Event description:
Additional information received. It was reported by the patient that they had been to the ER twice due to brady cardia. The patient also reported that it was not caused by their settings and requires another surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported by the patient that she previously was hospitalized for bradycardia in (B)(6) 2025 and (B)(6) 2026 and it was believed that the events were related to vns. No other relevant information has been received to date.

Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)

Event description:
It was reported that the patient was hospitalized due to increase in seizures. It was later reported by the patient stating that their device has migrated, catches on their collarbone and has caused bradycardia and pain. The patient was in the ICU for 8 days. It was later reported by the provider that they did not wish to answer the questions asked at this time and only provided the patients latest settings. No other relevant information has been received to date.